Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device. The investigation determined that the device display screen issue was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Manufacturer narrative:
The device was received by the resmed technical service center in (B)(6) and an evaluation was performed. The evaluation determined that there was no fault found with the returned device. The auto-power off feature was triggered correctly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(6) that while an astral device was in standby mode and not in use, the auto-power off function was enabled and the display screen was inoperable. There was no patient injury reported as a result of this incident.